Manufacturer narrative:
The subject device was returned to omsc for evaluation. We confirmed that the scratch was on the distal end of the probe. There was no abnormity in the ptfe pad. The peeling of the coating on the outer surface of the jaw was found. As the result of the checking of the probe with usg-400, esg-400 and td-tb400, no abnormity was detected. In addition, when the operator activated output in seal mode with the jaw closing, seal short circuit error was not displayed. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. We assume that the error occurred due to activating output in the situation where the probe contacted a hard tissue or other surgical equipment. Then, the probe had the scratch. There is possibility that scraping filthy jaw with a scalpel or the tip of tweezers resulted in the peeling of the coating. The instruction manual of the device has already warned as follows; - the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
An error occurred toward the end of an ear, nose and throat procedure and the subject device became unusable. The procedure was completed without using a spare device. There was no patient injury reported. During the investigation on july 10, 2017, olympus medical systems corp. (Omsc) found the coating on the outer surface of the jaw was partially peeled. This malfunction was not reported by the user facility.